Event description:
It was reported when using the bd vacutainer® edta 2k the blood pooled in the well of the stopper. This event occurred three times. The following information was provided by the initial reporter. The customer stated: "the customer reported that blood pooled in the well of the stopper after blood collection. The customer suspects high negative pressure."

Manufacturer narrative:
H.6. Investigation summary: "bd received three (3) samples and five (5) photos for investigation. The photos were reviewed and the indicated failure mode for blood pooling with the incident lot was not observed. One hundred (100) retention samples from bd inventory, were evaluated by visual examination and no stopper issues were identified, as all samples met specifications. Additionally, the customer samples along with ten (10) retention samples were subjected to functional testing and no issues were identified as all samples drew within specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode."